Event description:
It was reported that the tip of a blakesley cup forcep (B)(4) broke during surgery, resulting in a device fragment. The fragment only fell into the surgical field and had no contact with the patient. It was confirmed that the fragment was successfully recovered. There was no delay in surgery or impact to the patient reported.

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). The device was returned to the manufacturer for evaluation. The investigation report found the mobile jaw broken at the pin level. Observation of the break zone did not reveal any corrosion that could indicate a pre-existing crack or material defect anterior to the break. During the 4 years of use, the instrument could have suffered some shocks/falls/constraints which could have weakened it and led to the observed break. It was noted that one of the side of the pin hole on the jaw was slightly thinner than the other, which could have been a participating factor but alone cannot lead to the break. Thus, the cause of the break could not be determined as there are multiple possibilities. The instrument was un-repairable and therefore the customer was sent a replacement.